Event description:
It was reported that the rv (right ventricular) lead dislodged. After several attempts to reposition the lead, the helix would not retract all the way back in. Upon removal from the body, tissue was noted in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached (clavicle-rib crush), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix/lobe was distorted/bent and there was apparent explant damage; full lead returned and analyzed.